Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and the blood glucose levels were above 400 mg/dl. The customer stated that the plug from inside the reservoir was lodged inside the insulin pump and she couldn't remove it. The customer stated she was unable to revert to a back-up plan fast enough to prevent the high blood glucose and diabetic ketoacidosis. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.